Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a total care bed was stuck in the trendelenburg position and the patient coded. The patient ¿flat lined for a few seconds¿ and was resuscitated. The patient was intubated and transferred to another bed. The customer declined further attempts for follow up. No further information was available at the time of this report.

Manufacturer narrative:
H11: the device was received for evaluation. During device evaluation, the bed was found stuck in trendelenburg position. The reported condition was verified. The cause was due to the valves sticking in the manifold. To correct the condition, all eight valves were replaced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Additionally, this bed was shipped on 22aug2014, and the complaint aware date is 07jan2025 which makes the bed over 10 years old, the design requirement specification for totalcare states that the product life shall be 10 years under normal use, maintenance and repair. Therefore, the baxter medical device referenced in this contact has reached the end of its design life. Should additional relevant information become available, a supplemental report will be submitted.